Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump has a crack display, and the device may have been dropped. The customer stated that something it happened and the reservoir emptied all the insulin into her body while she was connected. The customer also reported being hospitalized due to high blood glucose of 22mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose motor support disk. Unable to perform occlusion, prime and no delivery tests due to motor error alarms during basic occlusion test. The insulin pump had broken belt clip slot, cracked reservoir tube lip, scratched reservoir tube window, lcd window case and missing end cap sticker. No cracks found on screen.